Event description:
It was reported that during a procedure, the power button on corvalent cpu was blinking and the navio system would not boot. The memory and the video card were reseated and the system booted. There was a short surgical delay reported with no patient impact.

Manufacturer narrative:
H10 h3, h6: the device was intended to be used in treatment and was not made available to the designated complaint unit for evaluation. Thus, visual inspection could not be performed. It was reported that power button on the cpu is blinking, navio system will not boot. The memory and video card were reseated and the system booted. There was no serial/lot number provided for DHR review so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found 6 similar reports, this issue will continue to be monitored. We could confirm if there was a relationship established between the reported event and the device. Functional inspection was completed by the service team during a service visit. It was found in the service visit that the memory card was not fully seated. After reseating the memory card, the system was able to boot and function as expected.